Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display and the buttons were not responding. The customer's blood glucose level was unknown at the time of the incident. It was reported that the time clock did not advance. The customer stated that the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. The insulin pump buttons began to work in less than 5 minutes without battery change. The device will not be returned for analysis.